Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was suspected of not working correctly. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch MDR ID # 3004721439-2022-00119.

Event description:
The case would be reopened as rm 4260_1 after the receipt of product for investigation. Same event as medwatch-no.: 3004721439-2022-00119 and 3004721439-2022-00212.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities detected; connected with rm 4260_2 (progav 2.0). Permeability test: the test showed that the m.blue is permeable. Computer control test: the computer controlled test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1.60 cmh2o. This is within the specified tolerance of 0 - 4 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o ± 8 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue® had a pressure of 15.84 cmh2o. This is within the specified tolerance of 20 cmh2o ± 8 cmh2o. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the knownrisks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in the m.blue. Results: we are obliged to inform you that the condition of the product could be affected due to the interval between the explantation date and the receipt of the product, because fungus and mold can develop. For the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Due to the missing sample, we are unable to provide a meaningful investigation. Possibly deposits can be the cause of dysfunction. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. However, a meaningful result requires a complete examination of the sample. From our point of view, no further regulatory actions are required.

Event description:
Same event as medwatch-no.: 3004721439-2022-00119.